Event description:
It was reported through the research article, ¿in sync: pacing without missing a beat in lvad care¿, a single-patient clinical case report presented at the american college of cardiology annual scientific session and expo. The case describes the management of a 49-year-old male with non-ischemic cardiomyopathy, and a heartmate 3 (hm3) left ventricular assist device (lvad) who developed recurrent syncope attributed to right ventricular dysfunction and lvad-induced dysautonomia. Due to a history of bacteremia and chronic driveline infection, he was not a candidate for a traditional dual-chamber implantable cardioverter-defibrillator system. To address chronotropic incompetence and persistent syncopal episodes, clinicians implanted a micra leadless permanent pacemaker (ppm), which provided effective pacing at 90 bpm. The patient experienced symptom improvement, and importantly, no electromagnetic interference was observed between the leadless pacemaker and the lvad. This case highlights the preliminary safety and effectiveness of leadless pacing in lvad recipients, suggesting a viable therapeutic option for select high-risk patients while underscoring the need for larger studies to further evaluate performance and device¿device interaction risks.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication (31mar2025) since the date of data collection was not provided. Mittal, r., moussa, m., mobin, t., mulcahy, a., murphy, a., goldberg, r., & alam, a. (2025). In sync: pacing without missing a beat in lvad care [conference poster abstract]. Jacc, 85(12, suppl a), 4559. Poster presented at acc.25, south hall, march 31, 2025. (B)(6) hospital, no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the serial number of the device and other patient identifying information; however, no further information was provided by the account. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, cardiac arrythmia, and infection (driveline or pump pocket, local), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 ¿patient care and management¿ lists arrhythmia, and infection as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.